Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the surgeon noticed defective injector, lens was not implanted. The procedure was completed on same day, back-up lens was implanted. Additional information has been requested.